Event description:
It was reported the stent hung up on the wire during a common iliac aneurysm procedure when the doctor was trying to advance it. The wire and delivery system were removed and another device was used successfully. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for evaluation. Based on the info received, the results are inconclusive and the root cause of the event is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.